Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was greater than 2500 ohms and the pacing threshold was unstable. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.